Event description:
It was reported that the device was in back-up vvi mode. Review of the device image suggested possible magnetic exposure. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
The account alleges that the device would not function, resulting in a loss of head up.

Manufacturer narrative:
The anomaly observed in the field was verified in the laboratory. The device was in back-up vvi mode (bvvi) due to a power-on-reset (por). Stored egms revealed noise while the device was charging for high voltage just before the device reset. Testing on the bench and on the automated test equipment found normal device function. The reset could not be reproduced in the laboratory and the reason for the reset could not be conclusively determined. It was suspected that emi was the cause for the noise.